Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, approximately 41 minutes into the case, the "hxc heating plates are not operating properly" error message came up. The case was aborted and the patient suffered no complications. The patient's condition was listed as "fine". Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of radiofrequency (rf) energy out-of-specification. The MDR is based upon the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was serviced on site, therefore it will not be returned to the manufacturer. Functional analysis revealed that the failure observed by the user was unable to be duplicated. The temperature reading for both plates 1 & 2, the temperature reading for water, and water level and pressure readings were all normal. Further analysis revealed that the radiofrequency energy output was out-of-calibration and was therefore adjusted. The patient's age was reported as "in his 60's". (B)(4).